Manufacturer narrative:
(B)(4). The customer returned 5 fr ptd catheter assembly and lidstock for evaluation. The ptd device showed evidence of use. Visual examination revealed that the distal end of the black pebax tip was separated and not returned. The basket was returned inside the catheter sheath and could not be advanced out so the sheath was cut back to observe any defects with the basket. No defects were observed and the basket appeared intact. The sheath was detached from the exterior sheath assembly and the wire assembly was bent in between the cable stop and the exterior sheath assembly. Microscopic examination confirmed the basket tip was broken off and the sheath separated. The overall length of the separated catheter measured 28.6875". This is not within specification of 28.75-29.25" per product drawing because the catheter tip was broken. The length of the black tip measured 0.25". This is not within specification of 0.5156-0.5626" per product drawing because the basket tip is broken. This implies that 0.2656-0.3126" of the basket tip broke off. The basket was returned inside the sheath and was not able to be retracted and advanced in and out of the sheath due to the buildup of dried biological material within the sheath. A device history record review was performed on the ptd catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product lists warnings to ensure the exposed portion of the catheter remains straight at all times to aid in successful basket deployment. It states that the catheter assembly is not to be advanced forward during activation and not to advance the device beyond the anastomosis. It also warns that potential fatigue failure of the torque cable and fragmentation basket may occur with prolonged activation and a withdrawal rate of 1- cm /second is recommended when sharp radii are encountered. The report that the ptd tip was broken during use was confirmed through examination of the returned sample. Microscopic examination revealed that the distal end of the black pebax tip was broken off. The tip material appeared jagged and uneven, indicating a stress related breakage. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined. A CAPA has been previously initiated to further investigate this issue.

Event description:
The customer reports that the shaft snapped proximal to the basket. No patient injury or consequence. Therapy was not delayed.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that the shaft snapped proximal to the basket. No patient injury or consequence. Therapy was not delayed.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the shaft snapped proximal to the basket. No patient injury or consequence. Therapy was not delayed.